Event description:
The customer reported that their central station was not emitting any audio. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their central station was not emitting any audio. The philips technical consultant (tc) did not confirm the event. The tc went on site and evaluated the device and noted that it was operating to specification. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The cause of the event was the configuration. The device volume was set low at level 2 instead of default level 6. It was not reported how the volume was changed; therefore, this is being considered a product malfunction. The philips technical consultant corrected the configuration. The device remained on site.